Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that the patient experienced inaccurate readings on (B)(6) 2014. Patient claims the device read lower than the fingerstick values. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.